Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A follow-up report will be submitted when the investigation is complete.

Event description:
A customer reported that in 2007, he obtained an error 14 message on the screen of his adc meter. It was reported that the customer was unable to test due to the error message, had fainted and lost consciousness. The customer reportedly was found by a fireman and taken to a local hospital. However, the customer is unable to recall if the fireman gave him any treatment. The customer was admitted and remained in the hospital for one month. No other information has been provided. It is not clear if the adc meter contributed to the medical event. There was no report of death or permanent impairment associated with this case.